Manufacturer narrative:
Corrected fields: d6b. Explant date.

Event description:
It was reported that this lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.